Event description:
Patient arrived for adrucil d/c cadd pump. Patient reports the pump was ended and he took the battery out. Assessed pump before discontinue. Medication infusion ended with total volume of 234.85 ml infused. Reservoir volume 18.2 ml. Doubled checked with charge nurse rn. Setting correct. Pump bag appeared empty.